Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. All available information was investigated and the reported difficulty positioning the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty positioning the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement during use with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted to catch the flail. The second cds was advanced to further reduce the mr. When advancing the cds to the left ventricle (lv) with the handle, the cds shaft was curving approximately 60 degrees. The clip was retracted back to the left atrium and the clip arm angle was tested; however, when re-advanced to the lv, the shaft curved again. The decision was made to remove the cds and replace the device. Two clips were implanted, reducing the mr to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.